Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the patient had sought hospital treatment for diabetic ketoacidosis (dka). While at the hospital, the diabetes educator instructed the reporter to request a new pump for the patient. This complaint is being reported as due to the allegation of pump malfunction and because the patient experienced dka.